Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and found that the patient's right ventricular (rv) lead exhibited failure to capture and noise. No intervention was performed. The patient had no consequences.